Event description:
On (B) (6) 2009, a spontaneous report was received from a female pt, who received an injection of restylane (cross-linked hyaluronic acid dermal filler) on (B) (6) 2009, to the nasolabial folds. Medical history included previous restylane injections to the nasolabial folds for the past 3 years with no problems. Concomitant medications were not reported. On an unspecified date in (B) (6) 2009, following implantation, the pt experienced severe bruising, scarring, continued redness, and profound marks. On (B) (6) 2009, the pt reported being uncomfortable for the past 5 months due to the events. The events were slowly dissipating and the injection site was still healing. The lot number and exp date were not reported. Add'l info has been requested.

Manufacturer narrative:
Add'l 510(k): p020023.